Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a disconnection between an unspecified quantity of locking titanium adapters and minicap transfer sets. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.